Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device- coil embedded in other tissue') and pelvic inflammatory disease ('pid pelvic inflammatory disease') in a 25-year-old female patient who had essure (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, uterine prolapse, constipation, tobacco abuse, hypertension, back pain, type 2 diabetes mellitus, adenomyosis and adhesion. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), blood disorder ("autoimmune disorder ¿ blood disease"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), urinary tract infection ("infection(bladder / urinary / vaginal) - urinary tract"), fungal infection ("infection (other)- yeast"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("anxiety") and acne ("acne") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, blood disorder, tooth disorder, dysmenorrhoea, dyspareunia, mood swings, urinary tract infection, fungal infection, migraine, depression, anxiety, acne and weight increased outcome was unknown. The reporter considered acne, anxiety, blood disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fungal infection, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, proper placement of essure plugs was verified. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- pelvic pain, dysmenorrhea, dyspareunia and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device- coil embedded in other tissue') and pelvic inflammatory disease ('pid pelvic inflammatory disease') in a (B)(6)-year-old female patient who had essure (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, uterine prolapse, constipation, tobacco abuse, hypertension, back pain, type 2 diabetes mellitus, adenomyosis and adhesion. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 3 months 9 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), blood disorder ("autoimmune disorder ¿ blood disease"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("mood swings"), urinary tract infection ("infection(bladder / urinary / vaginal) - urinary tract"), fungal infection ("infection (other)- yeast"), migraine ("migraines/headaches"), depression ("depression"), anxiety ("anxiety") and acne ("acne") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, blood disorder, tooth disorder, dysmenorrhoea, dyspareunia, mood swings, urinary tract infection, fungal infection, migraine, depression, anxiety, acne and weight increased outcome was unknown. The reporter considered acne, anxiety, blood disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fungal infection, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, proper placement of essure plugs was verified. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- pelvic pain, dysmenorrhea, dyspareunia and anxiety. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received. Case became incident. Event injury was replaced with new events from pfs- migration of essure device- coil embedded in other tissue, pelvic inflammatory disease, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune disorder- blood disease, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), mood swings, infection: urinary tract, infection-yeast, migraines/headaches, pain, depression, anxiety, rashes or skin conditions-acne, weight gain were added. Lot number and product information was updated. Medical history were added. New reporters were added. Patient¿s date of birth was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.